Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 100% stenosed, de novo lesion in the distal to proximal left circumflex (lcx) artery. Pre-dilatation was performed with a 2.0mm non-abbott balloon and a 2.5mm device was used to crack the stenosis in the lesion. A 2.5x23mm xience skypoint drug eluting stent (des) was advanced; however, the distal tip of the des met resistance with the calcium in the anatomy and the des failed to reach the target lesion. The des was removed, and it was noted that the tip was torn but not separated. There was no adverse patient effect and no clinically significant delay in the procedure. A 3.0x15mm xience des was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.